Event description:
No osseointegration, primary stability was achieved, inflammation, mobility. Preceding bone augmentation in january 2018 (ceros tcp and epiguide membrane). Patient had a severe flu at the end of (B)(6) 2018.